Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was seen in clinic with an inr of 4.85 and as a result, coumadin was to be discontinued for 2 days. The patient was last seen in a normal state on (B)(6) 2016 at approximately 11:00 pm. On (B)(6) 2016, the patient was found in a recliner unresponsive and was brought to the emergency department (ed) by ems. The patient's inr was 3.15 upon admission. After arriving at the ed, the patient was immediately taken for a non-contrast computed tomography (CT) scan which identified an intracerebellar hemorrhage. Neurosurgery was consulted, however, no possible surgical interventions were identified. All life-sustaining measures were withdrawn and the patient expired on (B)(6) 2016. It was reported that there were no issues with the lvad.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined as the device was not returned for evaluation. No previous events were reported based on the manufacturer's review of the patient¿s complaint history. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.